Event description:
Customer called to report that they had two episodes of high bgs and was hospitalized due to it. Bgs were high in 2003 and in 2004 customer was taken to the hosp after they were found on the floor of their kitchen. Both times customer found bent cannula when removed.